Event description:
Procedure type: esophageal diverticulectomy. According to the reporter, the anvil jammed in the gastric lumen; during removal of the anvil, the anastomosis tore; the torn anastomosis was repaired with suture.